Manufacturer narrative:
Literature attachment: article, titled "polymer-free sirolimus-and probucol-eluting stents versus durable polymer-based everolimus-eluting stents for percutaneous coronary revascularization: a prospective multicenter randomized clinical trial" b3, d6a: estimated dates. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient deaths and malfunctions reported in the article are captured under separate medwatch reports.

Event description:
The article aimed to assess the safety and efficacy of polymer-free sirolimus-and probucol-eluting stents (np023), comprising an ultra-thin strut with a polymer-free sirolimus-and probucol-eluting agent, against durable polymer-based everolimus-eluting stents (xience prime / prime sv / expedition / alpine) for the treatment of de novo lesions in native coronary arteries. Patients were followed up at 1 month, 6 months, 9 months, 1 year, 2 years, 3 years, 4 years, and 5 years. The following adverse events were associated with the xience stents: death, restenosis, thrombosis, target lesion failure, target lesion revascularization, target vessel revascularization, target vessel failure, myocardial infarction, and stent fracture. The article concluded that the results of the study showed similar outcomes for polymer-free sirolimus-and probucol-eluting stents and durable polymer-based everolimus-eluting stents regarding freedom from tlf at 9 months and other outcomes at 5 years among patients undergoing pci. Details are listed in the attached article, titled " polymer-free sirolimus-and probucol-eluting stents versus durable polymer-based everolimus-eluting stents for percutaneous coronary revascularization: a prospective multicenter randomized clinical trial.¿ no additional information was provided. Date of procedure/implant: (B)(6) 2016. Date of event: 9/01/2016